Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received 2 occlusion alarms. The customer's blood glucose was not impacted. The customer had performed a system check and the occlusion appeared to be within the cartridge. The customer indicated that no additional occlusions had occurred.